Event description:
On december 12, 1998, safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following: while at school and her various places of employment, plaintiff inhaled and/or was exposed to substantial amounts of airborne latex dust, latex-containing powder and/or various other additives resulting from the use of latex-containing products. As a result of said exposure, plaintiff alleges to have suffered the following: anaphylaxis, asthma, rhinitis, respiratory problems, hives, contact dermatitis, swelling, fatigue, headaches, extreme discomfort, depression & emotional distress.